Event description:
The ge oec 9600 fluoroscopy system displayed iris pot error intermittently.

Manufacturer narrative:
A ge oec service rep investigated the issue and could not duplicate the malfunction or error. The collimator was re-calibrated to restore system to specification. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.